Event description:
A patient underwent an unknown surgery. At 120 days post op the doctor and patient elected to have a significant medical intervention due to a misunderstanding of the stapler absorption profile. Re-closure was performed in the or with suture and anesthesia.